Event description:
Description of event according to initial reporter: the case involves an elective thoracic endovascular aortic repair (tevar) procedure for a descending thoracic aortic aneurysm. The patient anatomy had no specific difficulty. During the tevar procedure, three issues occurred with the zta-p-42-225-w1 (e4564434) that was intended for use. The procedural plan was to deploy the proximal device (zta-p-42-225-w1), followed by the distal device (zta-p-46-233-w1). After placing the perclose via the right femoral artery approach, an 8 fr sheath was advanced, and a catheter was guided with a radifocus up to the ascending aorta. The guidewire was then exchanged to a lunderquist (double curve) over the catheter. After these preparations, the zta-p-42-225-w1 was opened and readied for use (no abnormal appearance was noted). 1) failure of the delivery system to pass after removing the 8 fr sheath, the zta-p-42-225-w1 was advanced along the lunderquist wire. However, resistance was encountered at the access entry site, and the device could not pass. Because the user felt that the resistance was clearly greater than usual, a dryseal 20 fr (equivalent size) was opened to check passability. The dryseal 20 fr also failed to pass, raising concern about a possible issue with the perclose, so a cutdown was performed. The perclose was inspected during the cutdown, and no abnormality was found. After the cutdown, the dryseal 20 fr passed without issue. However, the zta-p-42-225-w1 again failed to pass upon attempted delivery. 2) stuck dilator tip since the zta-p-42-225-w1 could not be advanced, it was withdrawn. During withdrawal, the dilator tip became stuck within the vessel (near the insertion site) and could not be removed. (The tapered segment is narrower than the delivery system¿s outer diameter and has no structure that would normally catch.) While trying to remove it, the operator held the outer sheath and applied traction, resulting in a situation similar to unintentional unsheathing: approximately 3 cm of the sheath tip retracted, exposing the proximal bare stent portion. 3) damage to the delivery sheath because the device could not be inserted with the existing step-off, the only available method to reduce the step-off was to advance the outer sheath in the opposite manner of unsheathing. The barbs were likely caught in the sheath. Although the possibility of the barbs penetrating the sheath was understood, there were no other options. After explaining the device structure to the user, the sheath was carefully advanced; however, the barbs penetrated the sheath, resulting in damage. Post-event management as the zta-p-42-225-w1 became completely unusable, it was replaced with a zta-p-44-233-w1. Although the delivery system outer diameter was the same, the replacement device passed without issue. The planned distal device, zta-p-46-233-w1, was then deployed as planned. The tevar procedure was ultimately completed as planned, achieving the therapeutic objective. The access site, visualized due to the cutdown, showed no vascular injury and posed no further concerns.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under 510(k)/PMA: p140016. Investigation is still in progress this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.